Event description:
On 2/3/92 the aus device was implanted. On 2/27/95 the cuff was revised. On 8/30/95 a tandem cuff was implanted. On 7/30/97 an entire device was removed from the pt and replaced due to "recurring incontinence." The previous tandem cuff remained implanted.